Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site (abdomen) due to insulin leaking, the pod's cannula was found blocked. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.